Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the device had a blank display. The battery cap is unable to open; customer needs to use a screwdriver. The customer's blood glucose was unknown. Unable to troubleshoot, due to customer's mother not having the insulin pump with her. The customer was advised the pump will be replaced.

Manufacturer narrative:
The pump was received with a blank display due to corroded battery tubes. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the low battery alarm due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.